Manufacturer narrative:
See manufacturer report # 2029214-2022-00158 for the onyx event related to this article. Spiliopoulos s, katsanos k, paraskevopoulos I, et al. Multicenter retrospective study of transcatheter arterial embolisation for lif e-threatening haemorrhage in patients with uncorrected bleeding diathesis. Cvir endovascular. 2020;3(1). Doi:10.1186/s42155-020-00186-3. If information is provided in the future, a supplemental report will be issued.

Event description:
Spiliopoulos s, katsanos k, paraskevopoulos I, et al. Multicenter retrospective study of transcatheter arterial embolisation for lif e-threatening haemorrhage in patients with uncorrected bleeding diathesis. Cvir endovascular. 2020;3(1). Doi:10.1186/s42155-020-00186-3. Medtronic literature review found a report of patient complications in possible association with onyx and concerto coils. The purpose of this article was to investigate the safety and efficacy of percutaneous transcatheter arterial embolization (tae) for the management of life-threatening hemorrhage in patients with uncorrected bleeding disorder at the time of embolization. Seventeen patients (11 female) were included, with a mean age of 70.5 years. It was noted that onyx was used in two cases, and it was unknown how many cases involved concerto coils. The article does not state any technical issues during use of the devices. Technical success was 100%, as in all procedures the bleeding site was detected and embolized, without angiographical signs of hemorrhage at final imaging. Clinical success was 100%, as none of the patients died of bleeding during hospitalization, nor was surgically treated for bleeding relapse. The following intra- or post-procedural outcomes were noted: - one patient died of pneumonia in the ICU 20 days after tae. - one patient died due to cholangitis 12 days after tae - rebleeding occurred in one patient. The single rebleeding episode occurred in an (B)(6) year old female patient with acquired factor viii deficiency (attributed to pneumonia), heparin therapy for venous thrombosis (enoxaparin 40 mg twice daily), and spontaneous active bleeding from a right deepfemoral artery dfa branch causing enlarging thigh hematoma. Dsa imaging confirmed bleeding from the previously embolized dfa branch and reintervention using further foam and coiling of the origin of the dfa was successfully performed. The patient received factor viii approximately 8 hours after the second embolization and no further bleeding was noted. She died after 17 days in ICU due to respiratory insufficiency caused by pneumonia.